Manufacturer narrative:
Citation: almuzainy s, hamodat os, nizar s. Transcatheter versus surgical aortic valve replacement: a meta-analysis of comparative o utcomes in low- and intermediate-risk patients with severe aortic stenosis. Heart vessels transplant 2024; 8: doi: 10.24969/hvt.2024.519 earliest date of publication used for date of event: october 01, 2024 (month and year valid). Medtronic transcatheter valve brands used in the study: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), evolut pro+ (product code npt, PMA# p130021), and evolut fx (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of transcatheter (tavr) versus surgical aortic valve replacement (savr). Nine studies were included in the meta-analysis. Medtronic (corevalve/evolut family) and non-medtronic (various) transcatheter valve brands were used in the tavr group, while the manufacturers/brand names of the devices used in the savr group were not disclosed. The following post-tavr adverse outcomes were analyzed by the authors: stroke, myocardial infarction, prosthetic valve endocarditis, and hospital length of stay. The authors also analyzed all-cause mortality rates at thirty days, one year, and two years after tavr. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.